Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-09787- device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient experience that the 5-infusion set were leaking at site and infusion set is long for 2 days. No further information available.